Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer inspected the analyzer and found that the sample sample syringes cycle count was at 680,000. · per dxc700 au chemistry analyzer user¿s guide, pn b71495, chapter 6 maintenance: beckman coulter recommends replacing syringes every 400,000 cycles. Replacement of syringes every 400,000 cycles provides continuous and reliable syringe performance without unexpected system down-time. To confirm the number of cycles, refer to the pending (number of times) column in replace the sample/reagent syringe in analyzer maintenance: maintenance tab. The cause of failure was identified as operator use error, the customer failed to follow the dxc 700 au IFU which states to replace the syringes at 400,000 cycles. The customer replaced the sample probe, sample syringe and performed maintenance which resolved the issue. No further issues noted after part replacement. The system returned to normal operation. Beckman coulter identifier is case (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erratic false patient results for sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2). The erroneous results were not reported outside the laboratory.